Manufacturer narrative:
B5 - the reported indicated that a 12.1mm vticmo12.1 -14.50/2.0/091 (sphere/cylinder/axis) implantable collamer lens was exchanged. H6 - health effect - impact code: 4627 corrected to 4629 in intial MDR. Claim # (B)(4).

Event description:
The reported indicated that a 12.1mm vticmo12.1 -14.50/2.0/091 (sphere/cylinder/axis) implantable collamer lens was explanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).